Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets bent needle events on (B)(6) 2025 after insertion. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.